Manufacturer narrative:
(B)(4) covers the onset of the gi bleeds. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient complained of a headache which prompted a head computed tomography scan on (B)(6) 2024 and were deemed to be stable. Then, they had a subarachnoid hemorrhage (sah) and were intubated secondary to respiratory decompensation. The cause of the sah was hemorrhagic conversion after right middle cerebral artery m2 segment occlusion. The patient was put on a neuro dose of heparin drip on (B)(6) 2024. To treat the sah, providers held heparin, reversed it with protamine, and maintained sodium at 140-145. These efforts did not resolve the issue. The patient had respiratory failure due to worsening neurologic exam and were unable to protect their airway. Due to poor prognosis, the family withdrew care. The patient passed away due to cardiac death on (B)(6) 2024. The device functioned as intended. The outcome was likely device related because the patient had been maintained off anticoagulation for a history of recurrent gastrointestinal (gi) bleeds at the time of initial admission for stroke. An autopsy would not be performed and the pump would not be explanted or returned.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists stroke, bleeding, respiratory failure, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.